Event description:
Per complaint# (B)(4). A (B)(4) distributor reported finding an extraneous filament on the implant inside a sealed vial. The product was not distributed to customers but noticed upon receipt inspection and returned to implant direct for qa inspection. Qa performed a visual inspection substantiating the customers claim. There was a black particle inside the vial cap and another resting on the implant external threads; however, investigation is not yet complete.

Manufacturer narrative:
Manufacturing engineering investigation: initial analysis done by manufacturing engineering determined the particle from compliant (B)(4) was a fiber particle, blue in color. It was not embedded in either the cap or on the implant. It is believed that this particle would not have remained on the part when washed. As a result it is believed that this particle likely adhered to the device at assembly.

Event description:
Per complaint# (B)(4), (B)(6) distributor reported finding an extraneous filament on the implant inside a sealed vial. The product was not distributed to customers but noticed upon receipt inspection and returned to implant direct for qa inspection. Qa performed a visual inspection substantiating the customers claim. There was a black particle inside the vial cap and another resting on the implant external threads.